Event description:
It was reported that pump was being replaced, but no specific issue with pump performance or blood glucose was described. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement was received, was instructed on placing returned pump in storage mode, was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and was instructed to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.